Event description:
It was reported that an ilet bionic pancreas did not appear to charge while left on the charging pad overnight, and the charging indicator status was not recalled by the user; upon guided troubleshooting, the device began charging when placed on the pad and the user was instructed to allow a full charge period. No symptoms reported. Outcomes included temporary interruption of device readiness due to low power, which resolved with successful charging. Investigation included telephone-based troubleshooting and user education. Investigation of this case revealed that the device accepted charge when properly positioned on the charging pad, consistent with normal operation. It was concluded that the event was attributable to use or technique and that the device functioned as designed once correctly placed on the charger.